Manufacturer narrative:
Device evaluation summary: the graft cover was twisted and deformed beginning 23.5cm and extending to 25.5cm from the graft cover tip. A gap of 1.0mm was observed between the taper tip and graft cover. Longitudinal scratches were visible on the taper tip and graft cover tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 70 mm abdominal aortic aneurysm. It was reported during the index procedure, the bifurcated stent graft delivery system could not be advanced into the body and the outer sheath was wrinkled when it was removed (the surface was not smooth). The device was replaced with another device and the procedure completed. Per the physician the cause of the event was related to a product problem. No additional clinical sequelae were reported and the patient is fine.